Event description:
Customer reported he experienced low blood glucose of 45 mg/dl; he has treated. Customer stated that she received a lost sensor alert. Customer stated that the tape on the sensor was not sticking and the sensor might be coming off. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.